Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2008. The patient reported has lost vision due to the development of a cataract and has had an increase in refractive error (more hyperopic). The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: medical review - the icl is indicated in patients (B)(6). There is a much greater risk of cataract in patients (B)(6) post icl implantation. The patient in this case is (B)(6). Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the u.s. FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Refractive error, being more hyperopic, is due to the cataract and not the device itself. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the cataract was diagnosed on (B)(6) 2010. It was an anterior subcapsular cataract. The icl was explanted on (B)(6) 2012. The cataract was removed and a toric iol was implanted. The patient's va was 20/15 -2 and the prognosis was good.

Manufacturer narrative:
(B)(4).